Manufacturer narrative:
Product received and evaluated. Issue was confirmed. (B)(4) initiated to further investigate the issue.

Manufacturer narrative:
Product received and evaluation in progress. Follow-up report will be filed whe evaluation is complete. Product received, evaluation in progress.

Event description:
After opening the probes, it was noticed that the lnvb and ant temp probes had mixed labels. Both had one label for each probe. For example two of the probes were labeled as both lnvb and ant. This was caught before use and the case continued as normal. Complaint 1 of 2.